Event description:
It was reported that an alert triggered for the right ventricular (rv) lead superior vena cava (svc) coil impedance of 101 ohms. The real time svc impedance measurements were 80-92 ohms. The svc alert range was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2010. (B)(4).